Event description:
It was reported that customer was unable to trigger in arterial pacing. Pump also experienced purge failure and helium loss alarms. Alarms occurred even with direct ECG connection. Console was exchanged from pt. There were no reported pt complications.

Manufacturer narrative:
No parts were returned for arrow investigation. This situation appears to havebeen influenced by clinical/patient related factor and does not seem to be related to any device malfunction.